Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that foam forms in the tube, giving the impression that the tube is full or that blood is not coming in. The following information was provided by the initial reporter. The customer stated: "the information that has come up: little or no vacuum concern. A foam forms in the tube, giving the impression that the tube is full or that blood is not coming in.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 22 samples from the customer in support of this complaint. All 22 samples were visually inspected, and no additive abnormality was found. Separately, 20 returned customer samples were functionally tested and the issue of underfill was not observed. Bd was unable to confirm the customers¿ indicated failure mode based on the returned samples¿ test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that foam forms in the tube, giving the impression that the tube is full or that blood is not coming in. The following information was provided by the initial reporter. The customer stated: "the information that has come up: little or no vacuum concern. A foam forms in the tube, giving the impression that the tube is full or that blood is not coming in.¿